Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the stimulator caused chest wall pain and discomfort. The patient stopped using the stimulator for a few days, then tried treating again and still experienced tingling in her chest wall. The patient¿s physician advised the patient to pause treatment for a week or so and then resume. It was later reported that the patient used the unit for 4 weeks. Last week the patient started to have chest pain and discomfort. The patient stated that she stopped wearing the unit and the pain went away. The next morning the patient tried wearing the device again and she had a sharp pain like a needle in her chest. The patient contacted her doctor and was advised to stop wearing the unit. It was later reported that the patient rated the pain level as 5 or 6 out of 10. The patient had not recently increased her level of activity. The patient was treating with the device for 15-24 hours per day. The patient treated for the first 3 weeks without issue.

Event description:
It was reported that the stimulator caused chest wall pain and discomfort. The patient stopped using the stimulator for a few days, then tried treating again and still experienced tingling in her chest wall. The patient¿s physician advised the patient to pause treatment for a week or so and then resume. It was later reported that the patient used the unit for 4 weeks. Last week the patient started to have chest pain and discomfort. The patient stated that she stopped wearing the unit and the pain went away. The next morning the patient tried wearing the device again and she had a sharp pain like a needle in her chest. The patient contacted her doctor and was advised to stop wearing the unit. It was later reported that the patient rated the pain level as 5 or 6 out of 10. The patient had not recently increased her level of activity. The patient was treating with the device for 15-24 hours per day. The patient treated for the first 3 weeks without issue. No additional patient consequences/ further information has been reported. The spinalpak assembly was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, g6: type of report, h2, h8 and h3. Additional information in d8-9, g3, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on march 11, 2025, the compliance data indicates the unit treated for 6 days 11 hours and 12 minutes. Review of the DHR indicates that the unit was manufactured on september 17, 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The failure was not confirmed for the reported condition of the "there is no check mark". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (37) total complaints from (jan 3, 2024) to (jan 3, 2025) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.